Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device paced and sensed normally however telemetry could not be established. Microscopic visual examination of the lead barrels noted the inner sealing rings in the lead barrel do not show any obvious signs of damage. Body fluid contamination was found present throughout both lead barrels. Lead insertion testing was then preformed. The test lead was inserted fully into each lead barrel with no difficulties noted with lead insertion or removal. It is likely that the difficulties experienced removing the leads from the device were a result of the body fluid contamination in the lead barrels. Over time the body fluid can dry and contribute to lead removal difficulties. Detailed testing found that the inability to interrogate the device was a result of the open, or break in the wire connecting the telemetry coil to the connector pin of the device. The cause of the open in the wire was unknown.

Event description:
Boston scientific crm received information that during the device replacement procedure for normal battery depletion, the leads connected to this device were stuck in the header. Technical services was contacted and described how to use either a bone cutter or the orthopedic drill. The leads were removed from the pacemaker and the device was explanted and returned for analysis. No adverse patient effects were reported.